Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had error alarms. The customer stated that the insulin pump gave a motor communication error alarm, turned off, and then alarmed software error detected. The insulin pump then alarmed failed battery test twice and indicated insulin was cleared. The customer also reported that their blood glucose was high and then low. Customer's blood glucose after the alarmed was 53 mg/dl. The insulin pump passed the displacement test. Troubleshooting for low blood glucose was declined. It was advised to monitor the device. The insulin pump will not be returned for analysis.